Event description:
The customer's spouse stated that the customer was hospitalized due to a stroke. The customer's blood glucose reading was 348 mg/dl at the time of the event. The customer's doctor wanted the customer to raise the basal rates due to the high blood glucose levels. Advised the customer on how to make the changes, but that the amounts would need to be given by his doctor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.